Event description:
Caller reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer contacted cts for support and was provided with instructions to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose.